Event description:
Information received indicates during a function check, the technician found the CPR function was not working.

Manufacturer narrative:
The technician replaced the CPR valve to repair the bed.